Event description:
It was reported that during a recent follow-up the remaining battery capacity of this device was not as expected per the previous follow-up measurement. The percentage of remaining had dropped from 50 percent, to 8. The data's longevity was reviewed by technical services who did confirm the unit was increasing its power consumption and thus malfunctioning. It was the recommendation to explant the unit and return the product for an evaluation to include a longevity evaluation. No resulting adverse patient effects were reported and subsequent information confirmed the unit was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a recent follow-up the remaining battery capacity of this device was not as expected per the previous follow-up measurement. The percentage of remaining had dropped from 50 percent, to 8. The data's longevity was reviewed by technical services who did confirm the unit was increasing its power consumption and thus malfunctioning. It was the recommendation to explant the unit and return the product for an evaluation to include a longevity evaluation. No resulting adverse patient effects were reported and subsequent information confirmed the unit has been explanted and in transit for analysis.